Manufacturer narrative:
The exact date of the event is unknown, event occurred two months ago.

Event description:
It was reported that the patient was experiencing back pain and the ipg charge would only last less than a day. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.